Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, no damage was found to the keypad. The up arrow button was over responsive. The down arrow, contrast, and ok buttons responded appropriately to user input. The keypad was removed to find contamination under the up arrow button contact. Additionally, the up arrow button contact was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.